Event description:
The site reported that the patient suffered a right-sided pneumothorax during a superdimension procedure. The physician took biopsies of leasions in both the right and left lung. The case was completed and the patient received a chest tube and was hospitalized overnight and then discharged to home. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, were returned and evaluated. No evidence of the event was found in recordings so the root cause cannot be determined.

Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, has been received and is under evaluation. When the evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.